Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2000. Subsequently, patient underwent a revision (B)(6) 2013 due to unknown reasons. The head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.